Event description:
It was reported that since the patient had surgery (not further specified), the patient was not "doing well". The reporter had concerns that the surgery affected the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).